Event description:
It was reported that the patient experienced dissatisfaction with the device stopped working for the past two years with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new 18cm x 12mm ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.